Event description:
It was reported that a flogard infusion pump would not turn on. There was no patient involvement reported. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A review of the alarm log identified an occurrence of the f-94 alarm. Service confirmed the reported condition as the f-94 alarm. The cause of the f-94 alarm was determined to be a depleted battery. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional relevant information become available, a supplemental report will be submitted.